Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. (B)(6).

Event description:
It was reported that the balloon rupture occurred. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 16 atmospheres the balloon ruptured. The procedure was completed with the different device. No patient complication nor injuries reported.